Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. Regarding what circumstances led to the overdose at implant, it was noted that after the implant surgery, the patient was released the next day, but had not been up walking. When the patient got home and out of the car, they found it necessary to crawl to bed as they could not stand or walk even with help. The patient was not aware of how they were to feel with the pump and thought this was due to the after-effects of surgery. On (B)(6) 2009, the patient's spouse tried to wake the patient but could not. The patient's breathing was shallow, and an ambulance was called at that time (as previously reported). The patient was given oxygen and was transported to the hospital. The patient stated that if their spouse had let them sleep, that it was possible they later might not have been breathing. Regarding what steps were taken to resolve the overdose, it was noted that after being admitted to the ER and the hcp reduced the level of the pump, the patient was then admitted to the hospital for a 4 day stay. The patient did not know what treatment or therapy they received during that time. Until the last day, they were not aware of much or what was going on (as previously reported).

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4)

Event description:
On (B)(6) 2015 information was received from a consumer regarding a patient receiving intrathecal dilaudid via an implanted pump system (dose and concentration unknown). The patient stated that they were overdosed at implant. They had to go to the emergency room via ambulance. The patient was out of it, and they were barely breathing. They did not know anything that was going on for four days. The pump level was reduced by 75% and gradually decreased thereafter.